Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that during the stage 2 procedure, the proximal end of the previously implanted lead was gently fed into the ins battery header. When the lead reached the back of the header, the torque wrench included with the battery was used to tighten the setscrew and secure the lead in the battery header. The physician turned the torque wrench ¼ turn clockwise until an audible click was heard; however, when given a gentle tug to check for security, the lead was easily removed from the battery header. The physician re-attempted this procedure multiple times without success, resulting in a back-up ins being opened to the sterile field and successfully implanted in the patient. The first ins was handed off the sterile field, placed back in the original packaging to be returned; it was noted the ins was never im planted and the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated. The patient's indication for use was unknown

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed that the setscrew was backed out too far. The screw was then advanced back into the correct position and then was tested with a known good lead. The lead was inserted into the connector port and the setscrew was able to be advanced/torqued down, securing it into place with no issues. The device passed final functional testing and it was determined there was good, stable output on all electrode pairs. It was also reported there was acceptable telemetry. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.